Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received 12 inappropriate shocks due to noise and there is also high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received 12 inappropriate shocks due to noise. High impedance was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.